Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The reporter (the patient¿s pharmacist) was told by the patient that his 'cgm displayed 40 mg/dl and the patient self-treated with a lot of sugar and ended up in the hospital'. The reporter encouraged the patient to contact dexcom; however, to date, the patient has not contacted dexcom tech support. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.